Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 439 mg/dl at the time of incident and it was ranging from 200 mg/dl to 500 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin pump had insulin flow blocked alarm. Customer stated that there was nothing wrong with the tubing and when removing the cannula was straight. Customer stated that the event was resolved by infusion set change. Customer declined for troubleshooting of high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.